Manufacturer narrative:
Additional information : evaluation summary: post market vigilance (pmv) led an evaluation of one stapler. Initial visual inspection of the instrument noted no abnormalities. F unctionally, the instrument was loaded with single use loading unit. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, laparoscopic gastric sleeve procedure, the device was unable to fire, it refuted a new staple load while on the final stapler firing on the sleeve near the angle of his. The surgeon put the stapler across tissue, on the first squeeze the handle cracked. He explained it felt as if something was in the way of the knife blade advancing and though it may be the previous staple line. This resulted to an incomplete staple line. A new load and new handle was used in order to finish the case. No patient injury. The handle is expected to be returned for evaluation.